Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia and loss of consciousness.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the abdomen on (B)(6) 2023. On (B)(6) 2023, the patient was with friends in a shopping center. The patient started to feel weak and took a blood glucose reading which was 37 mg/dl and the cgm was reading 90 mg/dl. She lost consciousness before she could reach the place to buy a snack. She was unconscious for about 10 minutes until the ambulance arrived. It is unknown who called the ambulance. The patient woke up in the ambulance and was taken to the hospital. The patient recovered and was discharged the same day. There was no information about the treatment administered to the patient during the event. At the time of the report, the patient was doing good. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. The reported glucose values fall within the c zone of the parkes error grid. The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session or the calibrations during the reported sensor session were in accurate range per device specifications. No additional patient or event information is available.